Manufacturer narrative:
Concomitant medical products: dtma1q1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing impedance-related alert was triggered for the left ventricular (lv) lead. Impedance was noted to have increased from baseline and exceeded the alert threshold. The patient subsequently reported hearing an alert tone. The lead remains in use. No patient complications have been reported as a result of this event.